Event description:
It was reported that the right ventricular lead had a high threshold during the system upgrade. The physician implanted a new pace/sense lead. The right ventricular lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.